Event description:
It was reported that the access sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. While inserting the wds and advancing it through the was, the physician noted that the was became kinked. The procedure was continued using this sheath and the closure device was successfully implanted in the laa. There were no patient complications that were reported to have occurred.